Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the implantable cardiac monitor was unable to interrogate. A magnet was held over the device and the chip was reset. After the chip reset, the device could be interrogated normally. There were no patient consequences.